Event description:
Cutting edge at tip of drill was broken during surgery and left in patient skull. Problem was found during CT scan after the operation. Patient was reoperated on to remove drill tip.